Event description:
It was reported that thirteen days after undergoing a deep brain stimulation (dbs) implant procedure with an implantable pulse generator (ipg), the patient exhibited signs of a possible ipg pocket site infection during their initial programming visit. Symptoms included redness, sensitivity, and swelling. The device was activated and programmed, and antibiotics were administered. However, the issue remains unresolved as the event is still ongoing.

Event description:
It was reported that thirteen days after undergoing a deep brain stimulation (dbs) implant procedure with an implantable pulse generator (ipg), the patient exhibited signs of a possible ipg pocket site infection during their initial programming visit. Symptoms included redness, sensitivity, and swelling. The device was activated and programmed, and antibiotics were administered. However, the issue remains unresolved as the event is still ongoing.